Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: thailand. It was reported that when the customer opened a box of sutures, the wrong product (size) was inside the box.

Manufacturer narrative:
Samples received: 1 unopened box and 1 box with 20 unopened pouches. Analysis and results: there are no previous complaints of this batch of which (B)(4) units were manufactured and distributed in the market. There are no units in stock. Received an unopened box and 1 open box with 20 unopened pouches. All 24 units of the unopened box and 20 unopened units of the open box are from the reference b0062111 (catgut chrom usp 2 150cm) and batch 616034. Nevertheless, both boxes are labeled as b0062073 (catgut chrom usp 2/0 150cm) and batch 615505. Products traceability has been checked and it could not be determined the origin of this mix-up. It could have taken place in the warehouse in the packaging area or in manufacturing line. Final conclusion: taking into account that the box contains wrong product inside, we consider that the complaint is justified. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Final conclusion: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.